Event description:
Procedure type: unknown. According to the reporter: the blue seal was pushed into trocar, then it fell into abdomen. They used an endocatch to retrieve it. Per reporter, no additional information was available at the account. No patient injury was reported.

Manufacturer narrative:
(B) (4).